Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the patient experienced infection, wound breakdown and skin necrosis at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6), 2023. There are no plans to reimplant the patient with a new device as of the date of this report.